Manufacturer narrative:
It was reported that the receiver-stimulator was explanted on (B)(6) 2020, the electrode array remains in-situ. This report is submitted on 8 december 2020.

Event description:
It was reported that the receiver-stimulator was explanted on (B)(6) 2020, the electrode array remains in-situ.

Event description:
Per the clinic, the patient developed an infection at the implant site, subsequent to inadvertently opening the skin during a hairdressing appointment, exposing the implant electrodes. The patient was treated with antibiotics (specific type and duration not reported), and underwent a surgical procedure on (B)(6) 2020, in order to revise the skin, wash out and close the wound. The implanted device remains.